Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to noise on lead that caused inappropriate shock and oversensing. Lead impedance and capture was normal but sensing of r- waves had dropped to 2.0 mv. Should additional information become available, this file will be updated.